Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A 510k#: device is a veterinary product. Device is similar to a device marketed for human use. The device was returned for inspection and the event was confirmed. Our visual inspection and evaluation has shown that the fracture face is homogenous which indicates material conformity. Is clearly visible that the plate was strongly bent before it broke. This is a clear indication that a mechanical overload during the healing process, possibly by a jump, caused the breakage of the plate. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with (B)(4) specification and with the international standard ((B)(4)). No product fault could be detected. Conclusion - the complaint is considered indeterminate from a manufacturing perspective. The investigation evidence concludes that the plate was strongly bent before it broke. This is a clear indication that a mechanical overload during the healing process, possibly by a jump, caused the breakage of the plate. Placeholder.

Event description:
It was reported that the plate broke in situ. No further information was provided. This is report 1 of 1 for complaint (B)(4).